Event description:
Revision surgery - due to the pt dislocating. The surgeon removed the +4 insert.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 44 days of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the revision surgery. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the 9th complaint for this part (7 dislocation, 1 functional, 1 pain), second for this lot. The root cause for the dislocation could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness. Hospital disposed.